Event description:
It was reported that, on an unknown date, a 6" smallbore trifuse ext set w/3 microclave® clear, 2 check valves, 0.2 micron filter, 3 clamps (white, blue, yellow), rotating luer generated a filter leaked. Total parenteral nutrition (tpn) was being filtered as this is their standard practice. No chemo was used. As part of their standard practice, the nurse would have been wearing gloves. There was no harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.